Manufacturer narrative:
The user facility submitted a medwatch; it is attached to this manufacturer's medwatch. There was not a user facility reference number denoted on the attached medwatch; therefore, it could not be referenced in the manufacturer's medwatch. Information taken from the user facility's report was used to fill in sections through this report. The manufacturer completed sections on this report. The manufacturer has made some corrections to the user facility's reported information in sections of this medwatch-the original was not edited. Please notice the changes made by manufacturer: adverse event was checked, date of report was updated to today's date ((B)(6) 2016), "ni" added to blank section, all of section corrected and filled out. As per direction received from the FDA on 12/9/99; the manufacturer completes block in it's entirety regardless if the user facility completes all or any block , therefore block may contain corrected and/or additional data. Manufacturer's evaluation: as per customer statement the pump is available for investigation however due to biohazard contamination on the pump, with the pump in this condition it is not safe to handle for investigation and is not requested for return at this time. Investigation into the pumps history finds pump order was filled 21-sep-2009. Review of smiths complaint data base finds no previous complaints for the pump serial number (B)(4). Service and repair record review finds no previous records of repair for the pump serial number (B)(4). There is no record of any issues with the pump other than current issue. Device history review finds pump's job number. The review of job number found 50 pumps were approved; there were no rejected, quarantined or restricted pumps for the job. All label samples were verified to be correct. The bill of material or pick list and associated documents were complete. All entries were complete and legible. All pertinent operations were initialled by the person performing the process. At this time the root cause of the reported leak is unknown.

Event description:
Patient called md at 2:00 am to report cadd pump with 5fu infusing fluorouracil not working and crystals were on the pump and patient's skin. Instructions given. Skin and bed linen washed. Pt. Walked into clinic with pump wrapped in paper and in a zip lock plastic bag still connected to the patient. Charge nurse brought bag with pump to managers office, after speaking to pharmacist. Item immediately placed in a chemobloc safelock bag, and in another chemotherapy waste transport bag by manager. Defective equipment label attached. Patient received missed medication due to leakage.